Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the tavr procedure. The product is not expected to be returned; however, if additional information is received a follow-up medwatch will be filed.

Event description:
25mm lotus valve inserted into lotus sheath. Advanced catheter in aorta. Paused prior to crossing arch to align marker as catheter not tracker smoothly - pulled back to align and re-cross. Valve kinked going around the arch in 2 places. The device appeared to push the wire deeper into the ventricle/not enough backwards tension on wire. Physician stopped prior to crossing native valve. Patient dropped pressure. Lotus cath removed. Echo showed effusion. Patient opened up on table. Small tear to apex believed to be from safari wire. Tear repaired by surgeon. Patient on bypass. Edwards valve put in apically. Patient died shortly after whilst attempting to take off bypass.